Manufacturer narrative:
Internal report # (B)(4). Returned meter evaluated with no defect found. Returned test strips evaluated with defect found. Qc investigation on 5/23/2017 resulted in defect found; returned test strips produce high readings and the event was determined to be reportable. Most likely underlying root cause of high control results is due to improper storage: vial left open for an extended period of time test strip UDI# (B)(4).

Event description:
Consumer reported complaint of e-2 error: sample not detected or using wrong test strip. The e-2 error occurred after the blood sample was applied to the test strip. During the call on (B)(6) 2017 the customer felt well and did not report any symptoms. Medical intervention is not reported at the time of the call on (B)(6) 2017 as a result of the meter's readings. The product is stored according to specification in the bedroom.the test strip lot manufacturer's expiration date is 04/17/2018 and open vial date was two weeks at time of call. Adverse event not reported at time of call on (B)(6) 2017.